Event description:
It was reported that the motor device was overheating. It was not reported if the event occurred during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had cuts and cracks in the cord at the connector and swivel, made unusual noise, and the thermistor failed and overheated. Therefore, the reported condition was confirmed. It was determined that the cuts in the cord were from allowing the cord to come in contact with a sharp object. It was determined that the unusual noise was most likely from the worn bearings. It was determined that the device overheated and the thermistor failed because the thermistor was worn. The assignable root cause was determined to be due to misuse, abuse and/or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.